Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an overinfusion. The pt was scheduled to have calcium gluconate 2g in dextrose 5 percent 250 ml given once as a secondary infusion at 125 ml/hr over 120 minutes. The pump was programmed to run a primary infusion of normal saline at 42 ml/hr for a total of 42 ml. After watching the first few drips of the calcium infusion, the nurse left the room. After about 40 minutes the nurse went back into the room to check on the pt and found that the calcium gluconate bag was empty. The pump was still displaying that the calcium infusion had 164 ml left to be infused, even though the bag was empty. There was no pt harm or medical intervention. The customer stated that no additional event or pt information is available.